Event description:
Patient arrived for a t-teer procedure. Triclip transcatheter tricuspid valve device was entangled and had to be deployed. The device was secured in the patient's upper right atrium.